Event description:
It was reported that though the external pulse generator could be turned on, it did not shut down completely, the light-emitting diodes (led's) stayed "frozen" on. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that though the external pulse generator could be turned on, it did not shut down completely, the light-emitting diodes (led's) stayed "frozen" on. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator did not shut down completely and it was attributed to the main printed circuit board being out of specification, and it was therefore replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.